Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alleging the insulin pump was under delivery. The customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 289 mg/dl. The customer treated with the syringe. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was not calling back to performed high pressure test. Customer stated that the not getting any insulin. Troubleshooting was performed for under delivery. The insulin pump and reservoir will not be returned for analysis.